Event description:
International customer reported that the device failed to drain after the second activation. The device functioned normally during initial activation. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form.